Manufacturer narrative:
(B)(4). Batch # n9132p. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy, and the malformed clip wouldn't close completely at the proximal end of the clip, when deployed. A second clip applier was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damaged. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 conforming clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.